Event description:
During thrombolysis f/u a catheter was removed. Upon add'l imaging, a wire was noticed inside the artery. This was retrieved by snare. It was a piece of the inner core of an ekos infusion catheter. The inner core had been removed the previous evening. History of diabetes type 2, coronary artery disease, copd, lymphedema, peripheral vascular disease.